Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported mitral stenosis, heart failure and dyspnea could not be determined in this event. The reported patient effects of mitral stenosis, dyspnea and worsening heart failure as listed in the mitraclip system instructions for use are a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report cardiogenic shock, heart failure, prolonged hospitalization, mitral stenosis, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted a large posterior flail. On (B)(6) 2019, one clip (90604u148) was successfully deployed, reducing mr to 1. Then on (B)(6) 2019, the patient was re-admitted for cardiogenic shock which was treated with an intra-balloon pump. The echocardiogram revealed worsening mr grade of 4+ and a chordal rupture next to both sides of the clip. The patient was deteriorating from heart failure symptoms and dyspnea; therefore, remained hospitalized. On (B)(6) 2019, the patient underwent a second mitracllip procedure. Imaging showed the initial clip was stable on both leaflets. A second clip (90726u155) was successfully deployed to reduce mr and treat the chordal rupture; however, the mean pressure gradient was at 6mmhg. The mitral stenosis was not treated. The patient remained hospitalized due to the patient was still deteriorating from heart failure symptoms and dyspnea. The physician stated that it is unknown if the deterioration was a result of the chordal rupture or mitral stenosis. One additional clip was implanted, reducing mr to 3-4. There was no clinically significant delay in the procedure. No additional information was provided.